Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event(s). The system was tested and found to meet product specifications. The footswitch was examined and the reported ¿no ultrasound¿ issue was confirmed. There was a problem with the pedal changing from position 1, 2, and 3. The company representative cleaned the inside of the footswitch to resolve the issue. The system was tested and found to meet product specifications. The associated system was manufactured on march 12, 2001. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported ¿no ultrasound¿ can be attributed to a stuck pedal on the footswitch. However, how or when the component became nonconforming cannot be determined conclusively. The root cause of the reported event of corneal edema cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a handpiece did not perform the phacoemulsification during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.